Event description:
On (B)(6) 2012, the lay user/patient in canada contacted lifescan to report the one touch delica lancing device lancet would not fully penetrate the fingerstick site and she was unable to obtain a sufficient blood sample for glucose testing. This was a new lancing device, and the first time the patient had attempted to use it. The patient was using 33 gauge lancets with the reported lancing device, and had the depth setting to the maximum setting. The patient allegedly suffered the symptom of shaking after attempting to use the lancing device. She took no actions due to the lancing device issue, and received no treatment for her symptoms. Troubleshooting revealed this was a new lancing device, the patient was using the correct lancets and there had been no misuse of the product. The lancing device was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the reported lancing device issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.